Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had weakness in both legs which started "about" a week and a half after implant surgery. The healthcare provider (hcp) performed a CT scan and "everything looked fine." Additionally, the lead location looked "fine," the patient was getting normal stimulation, and there was no evidence of a hematoma. It was noted that the hcp wanted to remove the leads and leave in the implantable neurostimulator (ins) to do an MRI. Additional information received reported that the leads were explanted so the patient could get an MRI. No further information was given. Additional information has been requested, but was not available as of the date of this report